Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/27/2017 with the following findings: all of the buttons on the keypad responded properly. There was evidence of moisture corrosion observed in the battery canister and on the battery cap; the leak test failed due to a battery compartment leak. The pump¿s cover was removed and no intermittent condition or further moisture was observed inside. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (button/keypad issue with moisture) issue. It was reported that the keypad commands were acting sporadically and that not all screen options could be selected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.